Event description:
It was reported that a malfunction alarm occurred on the customer's pump, identified as malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the issue happened again, which they acknowledged and understood.